Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain left lower quadrant pain') in a 41-year-old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced type IV hypersensitivity reaction ("foreign body-type giant cell reaction"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), dysmenorrhoea ("dysmenorrhea ( cramping)"), adnexa uteri pain ("left lower quadrant pain ( in ovary)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions:rashes/redness"), erythema ("rashes or skin conditions:rashes/redness"), weight fluctuation ("weight gain/loss"), fat necrosis ("peritoneal tissue on pathology showing fat necrosis") and inflammation ("chronic inflammation and foreign body -type giant cell reaction"). The patient was treated with surgery (bilateral salpingectomy completed cross section of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, allergy to metals, rash, type IV hypersensitivity reaction, erythema, weight fluctuation, fat necrosis and inflammation outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, dysmenorrhoea, erythema, fat necrosis, genital haemorrhage, inflammation, rash, type IV hypersensitivity reaction and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Current weight: 212 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc (product technical complaint). . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain left lower quadrant pain') in a 41-year-old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, type 2 diabetes mellitus, blood pressure high, appendicectomy, diabetes and back surgery. Concomitant products included dulaglutide (trulicity), empagliflozin (jardiance), linum usitatissimum seed oil (flax seed oil), multivitamins (multivitamin), vitamin d nos and vitamin e nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions:rashes/redness"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/ loss specify which one) gain"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general),") and dysmenorrhoea ("dysmenorrhea ( cramping)"). On (B)(6) 2018, the patient experienced type IV hypersensitivity reaction ("foreign body-type giant cell reaction"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("left lower quadrant pain ( in ovary)"), erythema ("rashes or skin conditions:rashes/redness"), fat necrosis ("peritoneal tissue on pathology showing fat necrosis") and inflammation ("chronic inflammation and foreign body -type giant cell reaction"). The patient was treated with losartan, metformin, steroids and surgery (bilateral salpingectomy completed cross section of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, allergy to metals, rash, type IV hypersensitivity reaction, erythema, weight increased, fat necrosis and inflammation outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, dysmenorrhoea, erythema, fat necrosis, genital haemorrhage, inflammation, rash, type IV hypersensitivity reaction and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Current weight: 212 lbs. Treatment received for rashes, dm type-2, high bp, left lower quadrant pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: the bilateral fallopian tubes are totally occluded with appropriate positioning of the fallopian tube occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Case became medically confirmed. Lab data added. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain left lower quadrant pain') in a 41-year-old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/ loss specify which one) gain"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general),") and dysmenorrhoea ("dysmenorrhea ( cramping)"). On (B)(6) 2018, the patient experienced type IV hypersensitivity reaction ("foreign body-type giant cell reaction"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("left lower quadrant pain ( in ovary)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions:rashes/redness"), erythema ("rashes or skin conditions:rashes/redness"), fat necrosis ("peritoneal tissue on pathology showing fat necrosis") and inflammation ("chronic inflammation and foreign body -type giant cell reaction"). The patient was treated with surgery (bilateral salpingectomy completed cross section of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, allergy to metals, rash, type IV hypersensitivity reaction, erythema, weight increased, fat necrosis and inflammation outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, dysmenorrhoea, erythema, fat necrosis, genital haemorrhage, inflammation, rash, type IV hypersensitivity reaction and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 & (B)(6) 2013. Current weight: 212 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: pfs received. Event "weight gain/loss" was updated to "weight gain/ loss specify which one) gain". Onset date for the events "abnormal bleeding (general), dysmenorrhea ( cramping) and pain left lower quadrant pain" were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain left lower quadrant pain') and genital haemorrhage ('abnormal bleeding (general),') in a (B)(6) female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced type IV hypersensitivity reaction ("foreign body-type giant cell reaction"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea ( cramping)"), adnexa uteri pain ("left lower quadrant pain ( in ovary)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions:rashes/redness"), erythema ("rashes or skin conditions:rashes/redness"), weight fluctuation ("weight gain/loss"), fat necrosis ("peritoneal tissue on pathology showing fat necrosis") and inflammation ("chronic inflammation and foreign body -type giant cell reaction"). The patient was treated with surgery (bilateral salpingectomy completed cross section of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, allergy to metals, rash, type IV hypersensitivity reaction, erythema, weight fluctuation, fat necrosis and inflammation outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, dysmenorrhoea, erythema, fat necrosis, genital haemorrhage, inflammation, rash, type IV hypersensitivity reaction and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 & (B)(6) 2013. Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - in february 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: lot number added. Case became incident. Previously reported event of injury nos was replaced with genital hemorrhage and new events:ovaries pain, rashes, redness, weight fluctuation, dysmenorrhea, nickel allergy, peritoneal necrosis, chronic inflammation were added. Reporter lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.